Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient representative reporting patient experienced capsular contracture baker grade iii, ¿suspected autoimmune disease,¿ ¿symptoms of breast implant illness,¿ as well as ¿depression and anxiety due to recall". Also reported "progressively deteriorating liver function tests probably due to heavy metals in the implants, fatigue, headaches, difficulty concentrating, sleep disorder, night sweats, 3 disc prolapses, poor eyesight, dizziness, itchiness, tingling of the skin.¿ are not device related. Device has been explanted. This relates to the left device.